Manufacturer narrative:
One medfusion pump was received with the top and bottom cases in excellent condition with no visible contamination. The event history log was reviewed and there was a force sensor bridge test alarm. The power up process and occlusion test were performed. The reported issue was unable to be duplicated. The force sensor readings at 0: count =22 and force readings -0.52 lbs. @5 force readings 4.73 lbs. And @ 15 force readings 15.23 lbs. The cause of the issue was unable to be determined since there was no external damage or contamination on the main printed circuit board, plunger cable or the plunger board. The force sensor, plunger cable and plunger board were replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had a force sensor bridge test alarm. There was no patient involvement and no additional information.